Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing the infusion site and consuming two meals without announcing them, with a highest blood glucose of 400 mg/dl and approximately two hours above range; the user confirmed successful tubing fill and reported that glucose levels were declining by the end of the call. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, hospitalization, or use of backup therapy. Investigation included troubleshooting and education related to meal announcements and device use. Investigation of this case revealed a missed meal announcement as the likely contributor to the hyperglycemia, with no device alarms and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user-related factors were the cause.